Manufacturer narrative:
Device evaluated by MFR.: the stent was returned fully deployed from the delivery system. It is not known when deployment occurred. A visual and microscopic examination identified no issues or damage to the deployed stent. A visual and microscopic examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-jan-2021. It was reported that stent deployment failure occurred. A 12mmx90mmx75cm wallstent uni stent was used, however; the device was unable to fully deploy. The device was removed and no patient complications were reported. However, returned device analysis revealed the stent was separated from the deployment system.